Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm, failed battery test and functional test. Troubleshooting for failed battery test was performed. Customer advised they received the alarm when they replaced the battery. Customer was advised a replacement battery cap would be sent out and to monitor the insulin pump. Troubleshooting for motor error alarm was performed. Customer advised the insulin pump was dropped to the floor. Customer advised they performed and passed the displacement test. Customer was advised to monitor the device as motor error alarm did not recur.